Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Customer is satisfied with the product. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 03/20/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer was discharged from the hospital on (B)(6) 2018 and is no longer experiencing any symptoms. Customer is satisfied with the meter and declined product replacement.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision and dizziness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 12/20/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in on (B)(6) 2018 and complained of blurry vision and dizziness. The same day, the customer was admitted to the hospital for hyperglycemia. He stated that the meter read hi. The customer stated that his condition has improved and the customer stated that he is still in the hospital at this time. The customer is however, still experiencing diabetic symptoms. The customer is being treated with insulin.